Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned with no alleged deficiency. During evaluation, the service facility found the probe buttons are intermittent and when the probe cable is twisted, the image becomes noisy and grainy. The root cause of the reported issue was identified as a defective probe. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
The probe buttons are intermittent and when the probe cable is twisted, the image becomes noisy and grainy.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
The probe buttons are intermittent and when the probe cable is twisted, the image becomes noisy and grainy.